Manufacturer narrative:
Correction: the correct brand name is: bim400 implant magnet, not attract system as previously reported. The correct common device name is cochlear baha attract system not lxb: product code, product code: lxb as previously reported. This report is submitted on july 05, 2017. (B)(4).

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently on (B)(6) 2015 the patient underwent revision surgery to have the internal magnet removed and an abutment placed. As of report on (B)(6) 2015 the patient was last seen the week of (B)(6) 2015 and the implanted site was healed with no signs of infection. The implanted device remains.